Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant upon positioning the lead, pacing could not be performed. When the lead was removed, leakage on the tine lead was observed. It is unknown what could have caused lead damage. The lead was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
A complete lead was returned for analysis in one piece measuring 52.7 cm. Visual examination found an insulation cut 24.3 cm. From the connector pin consistent with procedural damage. X-ray examination found no anomalies. No conductor fractures or internal shorts were noted. The reported event of lead damage was confirmed due to procedural damage and the reported event of no pacing was not confirmed.